Event description:
A customer reported that their mobile app was frozen while they were delivering a bolus. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by uninstalling and reinstalling the app, which allowed the pump to be successfully paired with the mobile app again. No further assistance was required.